Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the implantation of a 2.0 mm autofix screw (30 mm length), the screw fractured. A part of the screw remains in the patient.